Event description:
It was reported, approximately seven years and one month post implant, impedance values greater than 2000 ohms were observed. There was no other high voltage electrode available to measure, and the physician decided to induce a 1 joule shock. The lead remains implanted and active. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.